Event description:
Information received regarding the explanted device notes that the patient felt uncomfortable. The atrial lead was replaced when the physician noted problems on the ECG. High lead impedance and vvi pacing in ddd mode was observed. When the patient's discomfort persisted, the atrial lead was replaced again. At that time, the pulse generator was also replaced. Information provided notes "now patient is ok".